Event description:
A user facility reported that the lma airway tube broke into 2 pieces during use in a pt. The physician reported that the tube at the point of the break was rough and the tip had been trapped momentarily behind the uvula. The ear, nose, throat physician examined the pt and noted a small laceration on the uvula that did not require treatment. No medical or surgical intervention was required, nor was there any permanent problem to the pt as a result of the event. The user facility will not be returning the device for investigation, since it was more than 6 years old (it was purchased 11/8/94) and most likely broke due to overuse. Labeling states that the lma is warranted not to have defects in material or workmanship for a year or 40 uses, whichever comes first.